Event description:
It was reported that a cgm error occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset, guided the caller through the process, and after the reset, the error code did not appear again. The caller successfully started their sensor session.